Event description:
The customer reported that the defibrillator ¿cannot pass examination.¿ further information was provided that the electrode plates (paddles) are damaged. There was no reported patient or user involvement and no adverse patient/user impact.